Event description:
It was reported that during central processing, the customer found tip misaligned on a fenestrated bipolar forceps instrument. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm and reproduce the customer reported complaint. Visual inspection was performed, and no grip misalignment was observed. Additional observation not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The internal conductor wire was not frayed or fully broken and the instrument passed the electrical continuity test. Further inspection found mechanical indentations on the bipolar yaw pulley.